Event description:
A malfunction was reported on the pump with no notable events occurring prior to the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. At the time of trouble shooting customer had not addressed elevated bg. The customer contacted technical support for troubleshooting and was provided with pump reset information, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arise.